Event description:
Patient has reported "pains, right mammary shape change" and right side device rupture confirmed by MRI and ultrasound. The device has been removed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture, pain and visibility/palpability was reviewed on 08-jun-20. Visual analysis of the photographs identified in the received photograph a device with opening are observed. Observed red particles in the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qlap-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient has reported a right side device rupture. Device remains implanted.